Manufacturer narrative:
Per preliminary evaluation, valve was damaged/distorted due to explant. Pannus/host tissue grew around the skirt and frame. All leaflets torn. Leaflets appeared thickening. Investigation is ongoing.

Manufacturer narrative:
The 23mm valve was returned to edwards lifesciences for evaluation inside jar with fluid with tissue attached and in jar. The valve appears expanded but not fully expanded, uneven profile. The team was unable to confirm leaflet condition due to patient tissue appearance. Per visual inspection, pannus/host tissue was present around the valve (skirt and frame). The leaflet appeared to be thickened. All leaflets were torn, likely during device explant. The valve was damage/ distorted, likely during device explant. X-ray of the valve and jar (with tissue and pannus) show: frame distorted and minor calcification, and pannus/host tissue with minor calcification in jar. The site provided imagery was reviewed by ew proctors and pvl and central ai were observed. Due to valve returned condition (valve damaged/distorted), functional test and dimensional test were unable to be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units unless otherwise specified. During manufacturing, all sapien 3 assemblies undergo multiple 100% inspections. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves from the handling between holder inspection and brep process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3 thv IFU and procedural training manual were reviewed. The following instructions were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 - may 2021 for the sapien 3 valve (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the patient factors are potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed from the imagery review and evaluation of the returned valve. A review of the device history record (DHR), lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on returned condition and implant duration (1 year and 4 months), available information suggests that patient factors (tissue in-growth) may have contributed to this complaint. As reported, ''per the review, no major thrombosis was seen, but there is halt or pannus on the leaflet in ncc position''. Per IFU, structural valve deterioration (leaflet thickening) and valve thrombosis are potential adverse events associated with the use of valve. Thrombosis is the formation of blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Several factors can cause leaflet thickening including inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues). Additionally, it is noted on the complaint description that during echo imagery review they were unable to differentiate between pannus and thrombus. In this case the patient was prescribed coumadin (anticoagulant) with the suspicion of thrombus, and during product evaluation pannus was confirmed. As such, available information suggests patient factors (pannus, thrombus) may have contributed to the complaint event. During imagery evaluation, paravalvular leak was confirmed. However, due to insufficient information, a definitive root cause is unable to be determined. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report to reflect device return. Investigation is ongoing.

Manufacturer narrative:
The valve was explanted. Investigation is ongoing. Valve discarded.

Event description:
As found reported by our field clinical specialist, less than one year post procedure, the patient is symptomatic (shortness of breathe) with moderate ai via echo. The physician was concerned if thrombus is present on valve or if there is a torn valve leaflet. The patient was put on coumadin a week prior. CT scans were submitted for an edwards proctor review. Per the review, no major thrombosis was seen, but there is halt or pannus on the leaflet in ncc position. The fcs confirmed there is an elevated gradient, but it isn't severe. Additional echo review was performed by an edwards proctor. It is confirmed that there is pvl and central ai but they were not able to differentiate between pannus and thrombus, as only anticoagulation can. In this case, they discussed proceeding with thv in thv since they are treating a young patient and an oval annulus with no calcium and huge sov and stj. The plan was to post dilate the original valve with 22 true balloon anyway to stop the pvl and then implant s3 23. Additional information indicated that the valve was explanted one year and four months post valve implant.